Event description:
It was reported to MFR, by facility, per facility they were transferring a resident who is a paraplegic from this bed to a wheelchair. While the resident was in the air, the bolt on top of the scale on a 6 point cradle sheared off causing a fall and injury to the resident. Resident injured his back and was taken to the ER. Facility stated they will not be returning the component in question [scale] to the MFR for eval due to possible litigation.

Manufacturer narrative:
Joerns is sending a copy of report to scale MFR. The scale MFR is integrated measurement systems, (B)(4). The lift MFR is apex healthcare mfg. Inc., (B)(4).